Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped performing compressions with an unknown user advisory message was confirmed during the archive data review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The device performed as intended. The cause for the reported complaint based on the archive data review was due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message, likely due to the stiffness of the patient's chest. During visual inspection, there was no physical damage observed on the autopulse platform. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in july 2014 and is more than 6 years old, well beyond the expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The platform passed the initial functional testing without any fault or error. There was no device malfunction observed. A review of the archive data log file shows the unknown user advisory message to be user advisory (ua) 17. The archive shows that the platform stopped compression multiple times due to user advisory (ua) 17 around the reported event date, thus confirming the customer's complaint. The li-ion battery s/n (B)(4) with the 1445 mah (equivalent to 4 green lights) remaining capacity was used. The platform was powered on and had 2 sessions (performed 211 and 7 compressions), and then stop due to user advisory (ua) 17 error. The user pressed the restart button to clear the user advisory and the platform was used again with the same battery and stopped compression 2 more times due to user advisory (ua) 17 error. This indicates that the user advisory (ua) 17 error was triggered due to the stiffness of the patient's chest. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test battery until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The crew responded to a (B)(6) years old male patient in cardiac arrest. The patient had an extensive medical history of diabetes, congestive heart failure (chf), myocardial infarction (mi), heart failure, coronary artery bypass graft, and the patient had 2 days earlier an abdominal paracentesis. Per the reporter, cardiac arrest was witnessed. CPR had been in progress by the nurse staff between 4 and 10 minutes. The manual CPR was performed by the first responder for approximately 20 to 35 minutes. Per the nurse, the patient was alert and oriented to the situation (a&ox4) and then went unresponsive. The patient was assessed by ems to be pulseless and apneic. The patient was in pulseless electrical activity (pea). The platform stopped after performing compressions for 9 minutes with the unknown user advisory message. The crew restarted the platform three times without replacing the lifeband, however, the issue could not be resolved, the platform stopped compressions after another 30 seconds. Immediately the crew reverted to manual CPR for an unknown period. Cease resuscitation orders were received and manual CPR was stopped. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead before reaching the hospital. Per the reporter, the patient's death was not related to the autopulse platform.